Manufacturer narrative:
The tech found the brake/steer and brake casters were worn at the foot of the stretcher. The tech replaced both foot casters to repair the stretcher.

Event description:
Info received indicates the head section of the stretcher continues to roll when the brake is set.